Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the primary audible alarm that was triggered, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device started beeping and the screen displayed "enter biomed passcode, system failure". Device was in use at the time of the error, infusing fentanyl drip on intubated patient. No injury or adverse patient effects were reported by the customer. No additional information available.